Event description:
During routine testing by the hospital biomedical engineering staff, the device allegedly delivered more than the specified maximum energy at energy settings of 70 joules and above.